Manufacturer narrative:
The insulin pump was received with lost sensor alarm and a64 error alarm during testing due to faulty electrical component on the radio frequency board. The insulin had stained end cap sticker, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed that it failed the self test. Blood glucose level at the time of the incident was 137 mg/dl. The customer also reported receiving lost sensor alerts. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.